Event description:
Bp 50s/30s, no drips noted in the chamber while the nurse was watching the pumps. It was taken out of service and new pump was started. The patient's pressure remained 50s/30s while the pump was "running" and they were going to find and start another pump to replace it. They were getting ready to code the patient when the vasopressin was finally started and the patient's blood pressure started increasing.